Event description:
It was reported that the system 9900 was unable to save images without first being reinitialized. There was no adverse patient involvement reported. All reported patient information has been recorded.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk drive was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.